Manufacturer narrative:
Product was received by MFR, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: when the trigger was depressed, some resistance was felt and the stapler jammed during an orthopedic surgery. The event caused no harm to the pt. The procedure was continued using another visistat stapler.